Event description:
Boston scientific received information that during the last follow-up appointment, a sudden increase in the right ventricular (rv) lead shock impedance measurement was seen from 50 ohms to 120 ohms. As the device was near elective replacement indicator (eri), a device replacement and lead evaluation procedure was scheduled. Right before the procedure, the shock impedance measurement was around 120 ohms and all other measurements were normal and constant. The physician elected to give a commanded synchronous shock. After charging, an open circuit condition warning was received. After the commanded shock, the shock impedance measurement was constantly greater than 125 ohms. As a result, the rv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.